Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported drain complications and an infection. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was diagnosed with peritonitis on (B)(6) 2015. The patient was treated in-center with antibiotics. The pdrn did not know the cause of the patient's peritonitis.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.